Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.